Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased sodium (na) result generated on the alinity c processing module for a 43-year-old female patient sample. The following data was provided: on (B)(6) 2026, sample ID (B)(6), initial result = 117 meq/l, repeat result = 141 meq/l, repeat result on another instrument = 141 meq/l . No impact to patient management was reported.

Manufacturer narrative:
Additional information in section d10 concomitant product. The customer performed troubleshooting including replacement of the cuvette dry tip however the issue remained, and service was dispatched. The field service representative inspected the alinity c processing module and observed the cuvette washer was clogged. The cable, ict to ict pre amp (c-35016756-02), nozzle c4 #1, #4, #5 (rohs) and nozzle,#2 and #3 (rohs) were replaced. Part replacement resolved the issue. Issue resolution was verified with valid quality control (qc) and precision runs. No additional result issues have been reported since the service activity was completed. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally, review of complaint and trending data associated with the cable, ict to ict pre amp, nozzle c4 #1, #4, #5 (rohs), and nozzle,#2 and #3 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the the cable, ict to ict pre amp, nozzle c4 #1, #4, #5 (rohs), and nozzle,#2 and #3 (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium (na) result generated on the alinity c processing module for a 43-year-old female patient sample. The following data was provided: (B)(6) 2026 sample ID (B)(6) initial result = 117 meq/l, repeat result = 141 meq/l, repeat result on another instrument = 141 meq/l no impact to patient management was reported.